Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a cadaver lab dissection course and demonstration of the uni-elbow doctor was having issues with implanting the capitellum implant to fit the cuts of the distal humerus. Doctor came to assist and troubleshoot. We removed the implant and rebroached the canal. Implanted again and it still did not fit the cuts. Doctor then took out the trial and held it up against the implant to note that the canal and stem of the implant did not match. He believes it is a design flaw.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. This investigation is therefore closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
During a cadaver lab dissection course and demonstration of the uni-elbow doctor was having issues with implanting the capitellium implant to fit the cuts of the distal humerus. Doctor came to assist and troubleshoot. We removed the implant and rebroached the canal. Implanted again and it still did not fit the cuts. Doctor then took out the trial and held it up against the implant to note that the canal and stem of the implant did not match. He believes it is a design flaw.